Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited increased shock impedance measurements of 116 ohms and decreased r-wave amplitude measurements that resulted in oversensing and delivery of an inappropriate shock. A chest x-ray was reviewed and noted that the electrode placement appeared to be more superficial compared to the implant procedure. Boston scientific technical services (ts) recommended performing defibrillation threshold (dft) testing to ensure appropriate conversion. Dft testing was performed and was successful in converting the patient. Shock impedance measurements during testing were noted to be 107 ohms. This product remains implanted and in service. No additional adverse patient effects were reported.